Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site ever since they were implanted. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
A4 correction: the patient's weight was updated. E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.